Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five photos and one sample was returned for evaluation. The sample was received in used condition within its original package. Visual and functional testing were performed. Visual inspection determined that no defects were observed. Functional testing found that there was resistance inflating and deflating the cuff; occlusion failure mode was confirmed. The occurrence of this failure condition could be caused by method not followed (excess solvent thf at joint) at manufacture. Operator of device was unknown. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that when inflating and deflating the tracheal cuff at a pre-use check, the customer felt extreme resistance through it. No patient injury was reported.